Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. Pre-dilatation was performed using a 2.0mm balloon. The 2.25x28mm xience alpine stent delivery system (sds) was implanted and post dilated with a 2.25x12mm nc balloon. A proximal edge dissection was noted after post dilatation and another 2.25x15mm xience alpine stent was used to treat the dissection. Angiogram showed good result with timi iii flow. There was no adverse patient sequelae and there was no clinically significant delay in the procedure.